Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had migrated, causing intermittent capture. The patient complained of feeling "short of breath" and the lead was reprogrammed, after which the patient stated that they "felt better." The lead was then explanted and replaced. No further patient complications have been reported as a result of this event.